Event description:
It was reported that eight days post implant, under fluoroscopic view the atrial lead had dislodged. Atrial loss of sensing was also noted. Several attempts to reposition the lead were unsuccessful. The lead was subsequently replaced. The patient's condition was -good- before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.